Manufacturer narrative:
Unit received with blank display due to broken trace on interface board. Unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 129 mg/dl. Insulin pump was dropped but not exposed to moisture. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.